Event description:
Investigation revealed that the battery cap width and height was found not to be within manufacturing specification. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the battery cap width and height was found not to be within manufacturing specification. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.